Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturing representative (rep). It was reported a healthcare professional (hcp) checked the patient's implant and determined it needed replacement. However, when the rep went to the appointment for replacement, it turned out the implantable neurostimulator (ins) battery was still good. There were lead or ins issues.